Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to reset the pump at the time of the call but intended to call back when ready to perform the reset.